Event description:
It was reported that the patient expired suddenly. On interrogation of the device, there was an alert for out-of-range hvli on (B)(6) 2011. The device correctly identified episode of vt/vf, charged normally and delivered therapy that failed to convert the arrhythmia. The second shock appears to have charged correctly, but did not deliver the correct energy. Subsequent shocks were aborted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion resulting in an electrical short.